Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's reports of sparking/arcing and patient received a burn were not replicated or confirmed. No pictures were received for further investigation. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows a number of shocks delivered. One shock in particular was during a spike of high impedance. This is believed to be coincidental with flow of blood under the pads as reported by the customer. Burns during defibrillation are an anticipated outcome and can result for many reasons. In this event, the blood under the defib pad may have contributed to poor coupling which would result in sparking and potential burns. Per the onestep complete instructions for use: ensure skin is clean and dry under electrode. Remove any debris, ointments, skin preps, etc. With water and mild soap if needed. Wipe off excess moisture/diaphoresis with dry cloth. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, a spark was seen coming from the attached electrode pads and after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained a burn. The customer was unable to provide information on the degree of the burn.